Event description:
A customer reported that the wake button on their pump was less responsive, requiring multiple presses to activate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.